Manufacturer narrative:
Ge healthcare¿s investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2018, the customer at (B)(6) hospital in the united states reported that during an upper gastrointestinal (ugi) patient exam using their precision 500d fluoroscopy system, when the customer angulated the table from horizontal to vertical, the footrest detached from the table. When the foot rest detached, the patient fell to the floor landing on their bottom. The patient complained of soreness in their ankle and therefore an x-ray was taken which was negative.

Manufacturer narrative:
The ge field engineer (fe) visited the site for troubleshooting and stated he could not identify any issues with the foot rest or table railing. The fe added he tested the foot rest locks and they locked normally. He tested it repeatedly by applying weight to it and could not reproduce any failure. As a precautionary measure, the fe replaced the foot rest and then sent the part back for analysis. Upon receipt of the foot rest, it was visually inspected and there was some peeled paint and wear at the ends of the rails and the safety latch showed wear from the pin. There was also noticeable deformation at the hole where the pin engages/locks the latch. The lips of channels were also visually checked and exhibited nominal wear with no significant deformation on the rails. In conclusion, the results of the part analysis confirmed there was no significant issues observed and the failure could not be duplicated. Ge healthcare investigation has been completed and the cause of the foot rest detaching from the table railing was due to the user not installing the foot rest to the table railing correctly. The user was reminded to check and verify the locking mechanism before each use. No further actions are needed.